Manufacturer narrative:
The events of capsular contracture and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture"; "infection."

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: , reconstruction, hospitalization, additional care, infection, denied disability, rashes, itching, swelling, asymmetry of breasts, capsular contracture, cold sensation, increased risk of alcl, mental pain, anguish and fear due to risk of alcl, and other past and future economic and noneconomic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering. Due to the medical treatment and hospitalizations related to the breast implants, plaintiff is unable to provide care for handicapped family member. In addition, plaintiff is unable to work due to the hospitalizations, as the hospitalizations prevent them and kept from performing job duties." The reported events of chronic pain, other symptoms to pain, scarring, disfigurement, blood disorder, iron deficiency have been deemed not related to the device. This record is for the left side. The device has been explanted and replaced.